Manufacturer narrative:
The albumin and total protein reagent lot numbers and expiration dates were requested, but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for 5 patient samples tested on a cobas 8000 c702 module. Results for the albumin and total protein tests were affected. No units of measure were provided for albumin. The first sample initially resulted in an albumin value of 1 and it repeated as 39. The second sample initially resulted in a total protein value of 5 g/l and it repeated as 69 g/l. Additional values of < 2 g/l, 68 g/l, and 70 g/l were provided, but it is not known if these values are from the same sample or a different sample. The third sample initially resulted in a total protein value of 48 g/l on (B)(6) 2023 and it repeated as 71 g/l on (B)(6) 2023. The fourth sample initially resulted in a total protein value of < 2 g/l with a data flag on (B)(6) 2023 and it repeated as 73 g/l on (B)(6) 2023. The fifth sample initially resulted in a total protein value of 6 g/l on (B)(6) 2023 and it repeated as 56 g/l on (B)(6) 2023.

Manufacturer narrative:
The field service engineer found dirty cell rinse nozzles. The nozzles were cleaned. A level check, cell blank, and controls were acceptable. The vacuum path was checked and the waste vacuum bottle was found to be contaminated. The valve and bottle were cleaned. Calibration, controls, and precision studies were performed. The engineer later adjusted the mixers and the water bath level. Precision studies were performed and controls recovered acceptably. The investigation determined the service action of mixer adjustment resolved the issue. The issue is consistent with insufficient service maintenance of the analyzer.